Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that for the past week, when inserting a reservoir into the insulin pump, insulin would start leaking and the insulin pump would alarm motor error during prime. During troubleshooting, the customer confirmed that the drive support cap appeared normal and he was able to rewind. The alarm history could not be checked because the insulin pump would initiate rewind. He stated that the motor error alarm occurred more than once in the last 30 days. Blood glucose value was 236 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis.